Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump shut off and turned back on without user intervention. It was noted that the user was able to confirm the ¿verify¿ screen and prime the pump. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap measurements were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboot, loss of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The intermittent power event was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).